Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 tunnel wasn't filling with co2 properly. They tried disconnecting/reconnecting the co2 tubing, checked the flow in the actual tubing connecting to the tank, increasing flow, and pressure without improvement. It improved when they used the trocar from the accessory kit. The co2 tubing was not engaging the co2 port to allow for flow. The cannula and the short port btt were affected. No patient harm.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) )a lot history record review was completed for lots 25161732, 25161844, and 25161924 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb 2020 through jan 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.